Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the phenomenon was caused by the failure of the patient board. The failure of the patient board could be due to deterioration due to long-term use . Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Faulty patient board was observed causing no image. In addition, the image was noted to be flickering due to worn out video connector . The device was found running old software version and needs to be upgraded. New type switch was also noted on the device. Based on evaluation findings, the reported issue was identified to be attributed to a faulty patient board and worn out video connector. The root cause of the faulty patient board and video connector was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has no image with scope series 180. Device works fine with 190 scope series. Two maj-1430 cables were tried and did not work. The issue found during preparation for use. There was no patient involvement, no user injury reported due to the event.